Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 37 mg/dl. The customer stated that when he had to bolus, it only went up to 1.8 units instead of the 6 units he was trying to deliver. The customer stated that he had a max bolus of 1.8 units and then moved it to 10 units. The customer stated that he did not want to troubleshoot for low blood glucose readings because he gave a correction bolus without checking his blood glucose readings. The customer stated that he ate to correct the low blood glucose readings. The customer also declined to troubleshoot for high blood glucose readings.